Event description:
It was reported that patient was receiving great therapy for nausea and vomiting, but experienced a shocking sensation at the implantable neurostimulator (ins) pocket site. The patient had the shocking sensation whether or not the device was on or off. It was noted that for the past week the patient had left shoulder pain. The ins was implanted in the right abdomen. The electrode impedance reading was as follows: greater than 4000 ohms on c0, c1, 01, 02, 03, 12, 13; c2 and c3 were 499 ohms; and 23 was 767 ohms. The patient was programmed with electrodes 2-3+ at 2.8v. There were no patient falls or trauma reported. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 435135, serial# (B)(4), implanted: 2013-(B)(6), (B)(4).

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no significant anomaly. The ins was functionally okay with insignificant anomalies. A known good lead was attached to a known good extension, which was connected to the returned ins, and the ins and the distal end of the lead were placed in a (B)(4) saline solution. Impedances were measured using a clinician programmer and normal impedances were measured on all circuits and electrode pair combinations. Analysis of the leads ((B)(4)) found no significant anomaly. The lead bodies were cut through and were segmented.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
It was reported that the patient had both leads and their battery replaced on (B)(6) 2014. The patient was complaining of getting shocked in their upper abdomen. Additional information received reported that the partial leads were returned as they were cut doing the removal. It was noted that it was not normal battery depletion, there was no patient death, and there was no patient injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was unknown but it was not thought to be pacer related. It was noted there were no abnormal impedance measurements. The patient had arrived at her physician's office with her pacemaker turned off (B)(6), because she was feeling muscular twitching in her left upper quadrant. It was noted her incision had healed well and there were no hernias or problems around her pacemaker. The patient had CT scans and blood work completed in the emergency room and all results were normal. It was reported the patient's gastroparesis symptoms were returning. It was noted when the patient's gastric stimulator was on it was life changing and had taken away all of her symptoms. Given the patient's exam and workup her physician did not believe this was related to the patient's pacemaker. The patient's device was turned back on on (B)(6), the voltage was set to 2.8 v, impedances was 772, and "ma= 5." It was noted the patient resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.